Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing allergic skin reactions while wearing an adc freestyle libre sensor, using several sensors. It was further reported that on an unspecified date customer noticing ¿itching¿ at the insertion site. Customer reported self-treating with an unspecified ¿protective spray and tegaderm dressings¿, but this was ineffective, so she self-presented to a healthcare provider who prescribed clarelux g500 cream (clobetasol propionate, a corticosteroid) to be applied when itching occurs. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing allergic skin reactions while wearing an adc freestyle libre sensor, using several sensors. It was further reported that on an unspecified date customer noticing ¿itching¿ at the insertion site. Customer reported self-treating with an unspecified ¿protective spray and tegaderm dressings¿, but this was ineffective so she self-presented to a healthcare provider who prescribed clarelux g500 cream (clobetasol propionate, a corticosteroid) to be applied when itching occurs. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: serial number has been updated based on the returned product. The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor, the adhesive was peeling away from the sensor patch. The sensor plug was not fully seated. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and investigation showed all processes were effective. No malfunction or product deficiency was identified.